Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an occlusion alarm. Pump supplies were change and insulin was successfully resumed. The customer's blood glucose (bg) level was not impacted due to this event. Additionally, the customer received an inaccurate fill estimate after filling the cartridge. The customer delivered 10 units of insulin and the insulin gauge estimate remained inaccurate. Reportedly, the customer's cartridge had approximately 160 units of insulin and the pump displayed 85 units. The customer loaded a new cartridge and received an inaccurate fill estimate once more. The customer's bg level was 283mg/dl and a correction bolus was delivered to address the bg level. The customer reported that the pump would continue to be used for insulin therapy.